Event description:
It was reported that the end user noted a "break in the middle of the fiber" at 0 joules. The procedure was completed with turp. No injury to patient reported.

Manufacturer narrative:
(B)(4). Product evaluation: failure analysis for fiber 0010-2400-330a-2054: the fiber is broken within the creased white tubing 2 feet 3 inches from connector, between connector and control knob; the fiber was tested with hene laser fixture, aim beam is visible at fiber break; the fiber does not show signs of melting/burn at the break; the fiber cap does not show signs of usage. Probable root cause: based on the product analysis results, the probable root cause of the failure is: excessive bending; possible user handling issue.